Event description:
Customer reported that her bg went high overnight and she wasn't sure why. She was vomiting with bgs ranging from 320 to 340 mg/dl with ketones. She went to the hospital and was treated for high bg and dehydration and stayed for approximately 4 hours. She purchased a new bottle of insulin and put a new pod on at the hospital. When she left, her bg was 180 mg/dl.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.